Event description:
The patient reported being hospitalized due to a suspected blood infection. On february 24, 2026, the patient clarified that they were evaluated at urgent care and were not hospitalized. Additionally, the patient clarified that they were evaluated at urgent care due to a suspected wound infection. However, it was determined the wound was okay. Medical intervention was not performed and a blood infection was not confirmed. As of february 24, 2026, the patient is doing fine with no issues.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label and implanting the device too close to the targeted nerve have been ruled out. Additionally, using incorrect tools, improper surgical technique, excessive force being applied to the implant, and the patient having contraindicating conditions have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The as analyzed code was selected as no problem found as there was no medical intervention performed and the wound infection was not confirmed (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.